Event description:
The customer reported that the button did not work. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the reverse locking mechanism was blocked. The reverse trigger was stuck. Excess dirt and water was found inside the device. This is attributed to faulty maintenance and care. The device was repaired and returned to the customer on (B)(6) 2012. Placeholder.